Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently delivered multiple boluses without user input. Review of the pump data logs by tandem technical support verified the boluses were manually requested by the customer. Customer maintained belief that pump delivered the boluses without user input. The customer's blood glucose (bg) level was around 70 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer was hospitalized and treated with nausea medicine while being monitored for the bg. The customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.